Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, the sheath leaked air. The sheath was inserted over the wire along with the dilator. After the device was inserted into the patient, it was noted that air was aspirated intermittently when removing air. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.